Event description:
During evaluation of a complaint of a hole/cut in a transfer set, it was found that the occluder feet were broken at the top.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. This is a product not distributed in the us and does not have a 510 number. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Root cause is undetermined.

Manufacturer narrative:
(B)(4). Received one used set with cap on dark blue connector and no cap on patient connector in reference to damaged. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted during clamp function and tubing leak noted. A hole/cut in tubing was noted at base of tubing where tubing and broken occluder feet meet. Set was visually inspected and noted that both of the occluder feet were broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. The complaint was confirmed in the lab for damaged.